Event description:
Pt. Presented to md's office with c/o ICD shocking. Interrogation of defibrillator. Dx: fractured ventricular lead referred for a rv lead revision note: the patient also has a recall device.